Manufacturer narrative:
The ICD has not been returned for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The data returned for analysis have been evaluated and the clinical observation was confirmed. However, the data did not reveal any indication of an ICD malfunction. Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. Both fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed severe abrasion marks approx. 47 cm proximal to the lead tip. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. During the visual inspection the rv shock coil was found deformed which most likely occurred during the extraction procedure. Due to the fragmented state of the lead, electrical analysis was limited to the dc resistances of the lead fragments. No conductor fractures or other peculiarities were found. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - an alert was received via home monitoring that this lead had high shock impedance values above 150 ohms. The patient was called in for a follow-up. The shock impedance measurements during the follow-up were in range (around 50 ohms), elevated values could not be reproduced. Approximately 70 months after the implantation this lead was explanted. No adverse patient events were reported. An event date was not provided.